Manufacturer narrative:
Retains samples were checked but no similar particles have been found inside or outside the package. An in-depth investigation was carried, and the root cause was that some cutting blades of the blister packaging machine are worn out, resulting in products still been adhered after cutting. Workers at the packing line tore the products apart, packed them into the box, paper shaving are generated and adhere to the pouch, ultimately leading to the complaint. Action taken: longitudinal and transverse cutting blades of ybz013 has been replaced and regular replacement of the longitudinal and transverse cutting blades has been put in place and workers at the packing line have been trained. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports "the catheters have white particles less than ¼ inch long that break up until smaller pieces that come out and attach to the catheter once removed from the packaging. He said the catheter itself is perfect the problem is the packaging. He said these white particles are coming off with the catheter from the catheter packaging or glue used to seal the packaging." End user is very upset about this concern however no actual harm was reported. This emdr covers the unknown lot numbers and market units associated with the reported defect.